Manufacturer narrative:
Lot: 6l11832. Manufacturing site: (B)(4). Release to warehouse date: october 03, 2019. A manufacturing record evaluation was performed for the finished device part: 324.214 , lot: 6l11832 , and no non-conformances related to malfunction were identified. Visual inspection: the received drill bit is shows that the flutes are strongly twisted. Furthermore, the tip and the cutting edges are rounded and worn. The observed damage is consistent with the reported complaint condition; as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: result: pass drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed based on the received pictures and the received complaint condition. Based on the provided information, we are not able to determine the exact cause of this complaint. Due to the condition of the device, we can only assume that this reusable instrument is worn from repeated use. By this occurrence, blunt drill bits require more mechanical power during the application which could lead to malfunction of the device. The various mechanical damages are clearly caused post manufacturing. Because of that, we would like to draw your attention on page 4 in the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the drill bit "unspiraled" and bent. This occurred during drilling of the first hole. A similar device was used to complete the procedure. Procedure was completed successfully with a delay of ten (10) minutes. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), plate (part: unknown, lot: unknown, quantity: unknown), drill (part: unknown, lot: unknown, quantity: unknown). This report is for a 2.8mm percutaneous drill bit. This is report 1 of 1 for (B)(4).